Event description:
A sales rep called to report that an orthopedist informed him of two pts who experienced "synovial events" with swelling and tenderness the first of the two pts was hospitalized for arthroscopy. Pt #1 and 2: a f/u call was made to the orthopedist who reported that a 54 year old female experienced swelling, limited range of motion, and heat in the right knee following her second injection of hyalgen. The pt was reported to have no problems following the first injection of hyalgan given on 17 march 98. He reported that eight days following the second injection on 24 march 1998 of hyalgan, the pt experienced swelling, limited range of motion, and heat in the right knee. The pt was hospitalized and underwent arthroscopy, a bone density scan, and gallium scan. The gallium scan revealed that the pt had synovitis, and she was diagnosed with reactive synovitis related to hyalgan. The physician does not plan to continue with hyalgan on this pt, and put her on cipro (start date unk). This first pt has recovered from the event (date unk by the reporter). Corrective treatment: cipro.